Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacing system developed a pocket infection and the device became exposed. The pacing system was explanted. There was no report of adverse patient effects due to the explant procedure and a new system was implanted four days later.